Event description:
I have used the thermacare heatwraps for menstrual cramp relief many times in the past year. I placed the heatwrap exactly as directed at 8:30 a.m. At 4:00 p.m. When removing the device, I noticed some "what" material on my skin. At first glance, it appeared to be cotton from the wrap. When I wiped it off, to my horror, my skin came off my abdomen in the exact shape of the oval of the heatwrap. Upon further examination, I noticed that several areas across my abdomen had been very reddened, and one additional small spot had actually been burned as well. I am an rn, so I was able to clean and dress my wound and did not have to seek additional medical help, although on hind site, I probably should have. I now have a scar the shape of an oval of my obdomen. I did take pictures of the wound, and I e-mailed the website listed on the box, but did not get any response from the co. I just would like to understand why this happened. I will not let my daughters buy or use this product again.